Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned to the manufacturer for evaluation and investigation is in process. Once the investigation is completed, a supplemental medwatch will be filed accordingly.

Event description:
It was reported that the dermatome was not cutting under load and it was quite noisy. There has been no adverse events involving patients as the customer only recovers tissue from deceased donors. Subsequently this caused no patient harm, but the procedure was aborted due to quality of grafts. The harvested graft was not able to be used. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). UDI: (B)(4). On september 7, 2018, it was reported that the dermatome was not cutting under load and it was quite noisy. The customer returned an electric dermatome device, serial number: (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet australia has previously repaired/evaluated electric dermatome serial number: (B)(4) one time as documented in the repair reports in livelink. The last repair was october 11, 2017 where it was reported that the device was giving inconsistent skin thickness at the low setting and the motor, bearings, spring seal, external e-ring, setscrew, hand piece switch, insulator, and harness assembly plug were replaced. This is not a related issue. Product review of the electric dermatome by zimmer biomet taiwan on september 20, 2018 revealed that the calibration was out of specifications at all settings. The motor speed was below specifications and the control bar was in the correct position. The customer did not return a power supply for evaluation. The technician also confirmed that the device was producing more noise than normal. Repair of the electric dermatome was performed by zimmer biomet taiwan on september 25, 2018 which included replacement of the motor, hand piece switch, bearings, o-ring, seal, and reciprocating arm. Electric dermatome, serial number: (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the that the calibration was out of specifications at all settings and the motor speed was below specifications. The technician also confirmed that the device was producing more noise than normal. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the that the calibration was out of specifications at all settings and the motor speed was below specifications. The technician also confirmed that the device was producing more noise than normal. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.